Event description:
An (B)(6) sales rep received an inquiry from the user facility ((B)(4)) regarding a notice that they received from (B)(4) concerning an outdated instructions for use (IFU) provided for xylocaine supplied by app pharmaceuticals which is included in (B)(4) cranial access kits and disposable icp kits. App pharmaceuticals revised the IFU for the xylocaine in february 2010 but failed to inform (B)(6) of the revised IFU. (B)(6) includes xylocaine in several of their medical devices including cranial access kits. (B)(6) has not received any inquiries or complaints related to this issue.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.